Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health impact code: 4625- 'prk' was performed. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual astigmatism. In a separate visit prk was performed and the problem was resolved. The cause of the event was reported as other, and the device did not fail to perform as intended. Cause details provided: "surgeon reports unrelated to device but related to procedure".

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, residual astigmatism, over/under correction, glares/haloes and an asc opacity was observed. In a separate visit prk was performed. Reportedly, "plan to switch from icl to evo icl". In a separate surgery the lens was exchanged with a different model, longer length. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b.- (B)(6) 2025 should be added. H6.- health effect - impact code (f): 4629 should be added. Corrected data: health effect- clinical code (e): '4581- over/under correction' should be added. Claim# (B)(4).

Manufacturer narrative:
Additional data: b3.- "11/09/2023" should be removed and "04/08/2025" should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, residual astigmatism, glares/haloes and an asc opacity was observed. In a separate visit prk was performed. The lens remains implanted. Reportedly, "plan to switch from icl to evo icl". The cause of the event was reported as unknown. H6.- health effect - clinical code (e): 1766/ 2227/ 2140 should be added. H11.- manufacturer narrative: cataract, significant glare and/or halos is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).